Manufacturer narrative:
The customer¿s report that the tubing separated at the upper fitment was confirmed upon visual inspection. The used set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection on the used set observed a separation at the engagement between the pvc tubing and the upper fitment¿s inlet port .closer inspection of the separated tubing under a lab microscope observed evidence of no solvent at the end of the tubing during the manufacturing assembly process. Dimensional testing measured the tubing to be within specification. No functional testing on the used set was performed due to a leak that would occur from the separation. No issues were observed on the new unused set during visual and functional testing. Device history record for model 2420-0007 lot 20013300 shows that the set was manufactured on 24 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing separated at the upper fitment after initiating an infusion of normal saline. The event occurred at the chemotherapy clinic. There was no patient injury.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, information and race and ethnicity were not provided.

Event description:
It was reported that the tubing separated at the upper fitment upon initiating an infusion of normal saline. The event occurred at the chemotherapy clinic. There was no patient injury.